Event description:
Patient reported a right side textured to smooth replacement. Device has been explanted. Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth.

Event description:
Patient reported a right side textured to smooth replacement. Device has been explanted. Healthcare professional reported capsular contracture, baker grade iii.